Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
When the powder was mixed with the liquid of the product: the simplex antibiotic cement dried up immediately, causing that the product wasn't able for normal use.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on three retain samples of the reported lot. The results were satisfactory and within specification. Device history review. Bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Chr review determined that there were no similar events reported for the referenced lot. The investigation concluded that the reported setting time issue cannot be confirmed. No further investigation for this event is possible at this time.

Event description:
When the powder was mixed with the liquid of the product: the simplex antibiotic cement dryed up immediately, causing that the product wasn't able for normal use.